Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to water invasion. Evaluation also found the following: fluid invasion in both the scope and ultrasonic medical products connectors, there was a crack on bending section cover, image was blurry and off center, angulation was low in up/down directions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the ultrasound bronchofibervideoscope had no image. The issue was found during reprocessing after a diagnostic endobronchial ultrasound procedure. The procedure was completed without delay. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined. Olympus will continue to monitor field performance for this device.